Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photograph showing tube with bubble in the gel at its base. Additionally, one hundred (100) retained samples were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure gel air bubbles with the photograph provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in the gel. This event affected 360 tubes. The following information was provided by the initial reporter. The customer stated: "there were air bubbles in the separator gel, after centrifugation which caused complaints that the gel broke and then floated in the serum. The probe on the roche instrument became clogged."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in the gel. This event affected 360 tubes. The following information was provided by the initial reporter. The customer stated: "there were air bubbles in the separator gel, after centrifugation which caused complaints that the gel broke and then floated in the serum. The probe on the roche instrument became clogged.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.